Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the tps handpiece cord was causing a handpiece to run in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the tps handpiece cord was causing a handpiece to run in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the device inspection, no external damage was found on the cable but it failed the cirris electrical test which is an indication the cable's internal wiring was damaged. The device was discarded by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.